Event description:
It was reported that the patient presented in the operating room for an implant procedure. Midway through the procedure, telemetry could not be established with the implantable cardiac monitor. The issue was not resolved with a different programmer and resetting the (B)(6) chip. It was further noted that the device could be interrogated while in the box. The device was explanted and replaced. The patient did not have any symptoms before, during, or after the procedure.

Event description:
New information available on (B)(6) 2018 states that, the telemetry anomaly was discovered after the procedure, when the physician tried to reprogram the device. The patient was bought back into surgery for the replacement procedure.

Manufacturer narrative:
The reported field event of bluetooth telemetry failure was confirmed in the laboratory and was due to premature battery depletion. Bench testing on the device was performed and foreign material shorting the positive battery terminal to ground induced short circuit, consistent with the shaving from spring insert after it was pushed into the housing.

Manufacturer narrative:
Correction: patient weight should have been reported earlier.

Manufacturer narrative:
Correction: mandatory medwatch form (B)(4), should have been reported earlier.